Event description:
It was reported that the customer had been experiencing inaccurate readings from the insulin pump as well as high and low blood glucose levels. The customer treated his high blood glucose levels of over 500 mg/dl with a manual injection. Further, the customer was hospitalized on (B)(6) 2015 due to low blood glucose. The customer stated that he had been hospitalized three times within the past two months all because of low blood glucose. The customer explained that using the bolus wizard on the insulin pump was the cause of the hospitalizations. The customer declined troubleshooting because he believed that the issue was his meter giving wrong blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.